Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Manufacturer reference#:(B)(4).

Manufacturer narrative:
The investigation of the returned expiratory pressure transducer pc board has been completed. Microscopic inspection did not reveal any defects. The expiratory pressure transducer pc board was installed in a reference system for simulated use testing. Pre-use check and simulated use test confirmed that the returned expiratory pressure transducer pc board was faulty. The pre-use check failed the pressure transducer test due to that the pressure transducer zero offset was outside accepted limits. The pressure sensor on the pressure transducer pcb caused the offset drift. The root cause of the pressure sensor offset drift has not been determined. The offset drift may lead to higher positive end expiratory pressure and airway pressure than set. Alarms will be generated if set alarm limits are exceeded. The offset drift will also be detected during pre-use check.

Event description:
(B)(4).